Event description:
Customer reported he experienced high blood glucose over 600 mg/dl. Customer stated that this was caused by a bent cannula on the infusion set. Customer stated that his tubing got caught on a feed bag at work and he thinks this is what caused the cannula to bend. Customer changed the infusion set and went to the hospital. Blood glucose reading at the time of admission was 589 mg/dl. He mentioned that he has been refilling the reservoirs and using infusion sets for longer than 3 days. Customer reported sensor issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-05188.